Manufacturer narrative:
(B)(4). D10: 42557000114- stem extension tapered cemented 14 mm diameter +30 mm length - (B)(6) 42506006802 - posterior stabilized right size 10 pps narrow femur - (B)(6) 42522400813 - articular surface fixed bearing posterior stabilized (ps) right 13 mm height - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after an initial knee surgery, post-op x-rays were taken and revealed that the nubby stem was disengaged from the tibial tray. The surgical technique was utilized during surgery. The surgeon is not planning to revise the patient at this time. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h4; h6; h10. The following section was corrected: b2. The reported event was confirmed by review of radiographs. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: -ap and lateral view of the right knee shows changes of knee arthroplasty without patellar resurfacing and cemented. Tibial tray. There is malalignment at the modular junction for the tibial tray/stem compatible with component disassembly. Left knee arthroplasty with disassembly of the tibial component at the modular junction for the tray and distal stem. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was further reported that no revision is planned at this time. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3a; b4; b5; d2; g1; g3; g6; h1; h2; h10. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.